Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: af2614c170xh, serial/lot #: (B)(4), ubd: 26-sep-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An iliac talent aaa was implanted in the patient for an unknown endovascular treatment on (B)(6) 2009. It was reported that approximately 12 years and 7 months later the patient called technical services and said that "the stent is no good. The blood just goes around it". The patient stated that the physician gave him medicine for it. No cause of the event was reported. No additional sequelae were reported and the patient is fine.